Event description:
Attending surgeon used an endo gia 12 mm universal stapler ref#030403 with an endo gia reload 60-4.8 ref#030459. The stapler did not fire. Stapler and reload were replaced immediately.